Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the suite pc failed to boot up and kept rebooting randomly. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected a restart resolves the issue, but it would take around 30-45 minutes, even then the system software would run slow. It was reported that the suite pc software is corrupted. Rse reviewed log file and confirmed the suite pc was communicating properly. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and checked the system and identified the fact that system would reboot when entering service mode. The defective suite pc was returned for failure analysis and was not able confirm the failure. Fse was not able to confirm the root cause. Fse replaced the suite pc. After the replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.